Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0622 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a radstick guidewire became unraveled and broke while being inserted into the patient. The piece was removed from the patient on site without further surgery. Additional information received 8/3/2020: it was reported the left basilic vein was accessed using us guidance. Radstick guidewire inserted and met resistance. During removal of guidewire, had uncoiling of wire and breakage into two (2) pieces and end of guidewire lodged in patient. Radiologist removed lodged guidewire under fluoroscopy. No patient harm reported.